Event description:
It was reported by the caller that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve this issue, the customer changed the cartridge and resumed insulin use.